Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: left 1st (superior): ifuse implant, p/n 7070-90, lot# 493744, mfd. 08/10/16, exp. 2021-08-10, gtin (B)(4). Right 1st (superior): ifuse implant, p/n 7065-90, lot# 493787, mfd. 12/28/16, exp. 2021-12-28, gtin (B)(4).

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2018 where two implants were placed on each side. The patient had initial pain relief before complaining about radicular pain symptoms. CT scans indicated that the most superior positioned implant on each side may have been impinging on the neuroforamen. One week after the initial procedure, the surgeon performed a revision procedure where he removed the superior positioned implant on each side and replaced them with shorter implants of the same type. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.